Event description:
It was reported that a cannula was unable to be "tightened fully" onto a syringe component.

Manufacturer narrative:
It was reported that a cannula was unable to be "tightened fully" onto a syringe component. According to the reporting facility, this resulted in leaking of an unspecified fluid from the syringe-needle hub. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Six (6) samples were returned for evaluation. Visual inspection of the syringes found no damage to the tip or screw fitting of the luer lock. Multiple needles and cannulas were pulled from stock to check hub fitting and tested for leaking with saline solution. No leaking occurred and the needle hub remained securely attached to the luer lock fitting. The bill of materials for the val002catsc pack does not list a needle or cannula. No information has been provided on the type of needle or cannula attached to the syringe component at the time of the incident or how the syringe was being used. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a cannula was unable to be "tightened fully" onto a syringe component.